Event description:
Information was received indicating that this cadd legacy pump was alarming for high pressure. The patient went to the emergency room. There was no issue with the pump at the hospital. Outcome of the adverse effect unknown because it is unknown if the patient was in the emergency room with a same day discharge or was admitted. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining.